Event description:
The complainant reported that a patient supported with an impella cp device and veno-veno-arterial extracorporeal membrane oxygenation experienced an alarm indicating air in the purge line. Multiple de-airing procedures were performed, and two attempted purge cassette exchanges did not resolve the issue. The alarm was only cleared after the purge cassette was fully replaced with a new one. The automated controller involved in the issue could not be correctly selected in the file.

Manufacturer narrative:
Priming problems - the cause of the priming problems was not determined due to no defect found with returned pc, no data logs recovered, and insufficient clinical details.